Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Notified on 12/19/23 by (B)(6) regarding a revision case with dr. (B)(6) on (B)(6) 2023 for what was thought to be a failed connection component. At surgery, it was found that the connection component was intact but the plastic bearings were broken in the femur. The revision replaced the connection component and bearings and the outcome was successful. Initial surgery date was (B)(6) 2022 with same surgeon. Explanted devices have been discarded. [Customer].

Manufacturer narrative:
This is the final supplemental report. The complaint is closed.

Event description:
Notified on (B)(6) 2023 by (B)(6) regarding a revision case with dr. (B)(6) on (B)(6) 2023 for what was thought to be a failed connection component. At surgery, it was found that the connection component was intact but the plastic bearings were broken in the femur. The revision replaced the connection component and bearings and the outcome was successful. Initial surgery date was on (B)(6) 2022 with same surgeon. Explanted devices have been discarded. [Customer]